Manufacturer narrative:
Initial reporter occupation: materials manager. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during a ureteroscopy, a portion of the glass tip a cook® single-use holmium laser fiber peeled, but did not break. A picture of the device was provided which shows the fiber broke near the tip. A new laser fiber was used to complete the procedure. A section of the device did not remain inside the patient. The patient did not require any additional procedures. The complainant has not reported any adverse effects on the patient due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation has determined the alleged malfunction corresponds with material frayed, loss of function/ loss of effectiveness - tip of laser fiber prematurely deteriorates instead of broken fiber, which our initial report was based on. Event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, or reportable product malfunction. There has been no previous event involving this failure mode, that led to a serious injury or death. No patient harm has been reported. There is no evidence to suggest that the observed device failure would be likely to cause or contribute to a death or a serious injury if the failure were to recur. Furthermore, there is no evidence that the device caused or contributed to a serious injury, as no life-threatening or permanently impairing injury took place, nor was intervention taken as a result of the device failure which would be required to prevent permanent impairment or damage to the patient. As such, the event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, or reportable product malfunction.